Manufacturer narrative:
Concomitant medical products: 6935m62 lead; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to suspected electromagnetic interference while in a steam room at an exercise gym. A lead integrity alert (lia) triggered just prior to the shock. Noise was noted on both the stored atrial and ventricular electrograms (egm); however, evaluation of the leads at the clinic showed no lead issues. The ICD remains in use. No further patient complications have been reported as a result of this event.